Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that  interstim was the best thing that ever happened it had been their lifeline. Pt said they noticed it quit working, they've been having issues lately, a couple of weeks ago, they stopped noticing the sensation of stim, (electricity jolt every once in a while). Pt said it had been working fine even after pt had a fall and had an MRI and 3 xrays for their back, so they decided to check last night and when they synched up they saw the message: therapy is off, internal device needs to be replaced. During the call: pt synched with their insand and read the message: end of service ¿therapy has stopped; replace the internal device to continue therapy. Reviewed end of service information and redirected pt to their hcp. Pt provided feedback that they would have liked to know about usage and settings impacting how long their ins battery could last. Redirect to doctor. .